Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and competitor left ventricular (lv) lead may have exhibited loss of capture. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the lv threshold was increased to capture and no further troubleshooting was done. This device remains in service. No adverse patient effects were reported.